Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy cutter could not actuate and cut during the surgery. The procedure type was unknown. The cutter was replaced. However, the situation did not improve. The surgery was completed on the same day after replacing the cutter with another one. There was no patient impact.